Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report received on (B)(6)-2011 from a physician regarding a (B)(6) female patient, initials (B)(6), with a relevant medical history of osteoarthritis, rheumatism and psoriasis. The patient received the first synvisc injection of 2 ml on (B)(6)-2011. The synvisc lot number was unknown. On (B)(6)-2011, the patient developed joint fluid retention. On (B)(6)-2011, the patient visited the hospital and the knee was aspirated of 100cc joint fluid. The patient did not receive the last two injections and the product was permanently stopped on (B)(6)-2011. The concomitant therapy for rheumatism included methotrexate which was started in (B)(6)-2010 and folic acid, celecoxib, azulene sulfonate sodium, which were started on (B)(6)-2011 and the concomitant therapy is still continuing. The physician assessed the relation of the events as non-serious and probably related to synvisc. On (B)(6)-2011, the patient outcome was reported as recovering.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.